Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for peritonitis and another unrelated medical condition. On an unreported date, the patient's pd catheter was removed and the patient was transferred to hemodialysis. Eleven days after the event onset, the patient was discharged from the hospital. On an unknown date, the patient was readmitted to the hospital for the same medical conditions. The cause of the event, treatment details, and the patient's recovery status were not reported. No additional information is available.

Manufacturer narrative:
Upon follow up, it was reported the previously reported peritonitis and other indication were manifested by feeling sick and stomach pains; specified as upper and lower stomach. The patient was discharged eight days after admission. Should additional relevant information become available, a supplemental report will be submitted.